Event description:
While hospitalized, the patient experienced diaphragmatic stimulation while lying in a specific posture. The pulse generator was set at 2:1 safety margin as this was not a constant stimulation of the diaphragmatic stimulation on the ventricular lead. The patient would be followed at regular intervals.

Manufacturer narrative:
Na